Event description:
A 3.5mm by 18mm length s7 stent delivery system was inserted to treat a lesion in the right coronary artery of a pt. The calcified lesion was not pre-dilated prior to the insertion of the stent delivery system. The stent delivery system was inflated to 16atm, which dilates the stent to approx 3.8mm in diameter. After stent deployment, a perforation was noted in the proximal vessel wall. Subsequently, medication was given to reverse the heparin and additional medications were given to reduce the pt's high blood pressure. Attempts to seal the perforation with the stent delivery balloon and a ptca perfusion ballon was unsuccessful. The pt was then sent for emergent surgery and consequently expired. It was reported that there was calcification on the outside of the artery wall. The pt reportedly was not a candidate by bypass surgery therefore, the stent intervention was performed. There is no further info available from the user facility. The lesion being calcified and no pre-dilation of the lesion contributed to the perforation in the artery.